Event description:
The healthcare professional reported through clinical study that approx. 2 days post implant the pt experienced an extensive "myocardial infarction (lv). Healthcare professional reported that the ml was probably due to interference of the suture ring with blood supply to coronary arteries". There was no autopsy therefore the device will not be returned for evaluation.